Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose level of 300 mg/dl,was confused, felt sick/unwell, tired, weak, had headache, had altered vision/vision changes, extremity pain/cramps, increased thirst . The patient was hospitalised on (B)(6) 2024 at 4:00am with blood glucose level of over 500 mg/dl. During hospitalisation, the patient received insulin intravenously. The patient stayed in hospital for five hours. No further information available.

Manufacturer narrative:
(B)(6).